Event description:
The employee was drawing blood from the patient's arm; when she pushed the button to retract the needle, the "holder" broke and separated from the needle, causing the needle to stick her right (r) palm.